Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no alarms were generated. The clinical staff found the patient on the floor unresponsive at 4:35 on (B)(6) 2019. The patient was connected to a mp70 bedside monitor. The patient died.

Event description:
The customer reported that no alarms were generated. The clinical staff found the patient on the floor unresponsive at 4:35 on (B)(6) 2019. The patient was connected to a mp70 bedside monitor. The patient died.

Manufacturer narrative:
H3 and h6: based on the available information, and testing performed, the device was working as expected and there was no malfunction of the monitor. A philips field service engineer (fse) went to the customer site, and ran tests on the mp70; the fse and the customers biomed found no faults. The fse obtained the alarm audit log from the central station which revealed multiple inop's as well as red and yellow alarms. Several alarms were silenced by the user. No parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation or actions are warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.